Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The partial / incomplete device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported to microvention: the patient was being treated with medtronic onyx through the headway duo microcatheter. The microcatheter became entrapped in the onyx and was unable to be removed. Physician attempted to remove duo and catheter broke off. Physician states he pushed the microcatheter fragment into the middle meningeal artery and then coiled behind it. Clarification received notes the piece that broke off in the patient is in the patient's artery in their brain. No images are available. It is noted "patient seemed fine with no observable adverse events as a result of catheter break off". No further clarification was provided.